Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from august 28, 2020 - august 31, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 52ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The reporter stated that some of the unspecified medication remained in the device after 46 hours. The device had been filled to a total fill volume of 100ml; the expected therapy time was 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.